Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data and determined that discordant (B)(6) results were sent to the laboratory information system before repeat testing occurred on the instrument. The customer was instructed to activate the hold feature in the test definition setup. This feature will enable samples to be held in the inprocess queue, allowing the system to automatically repeat samples within a specific repeat range or reflex. The cause of the discordant (B)(6) result is unknown. The siemens technical support specialist (tss) evaluated the instrument data and checked the assay ranges. The tss determined that the system software was correct. The customer successfully repeated the sample. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant, false positive (B)(6) surface antigen ((B)(6)) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The patient underwent treatment based on the (B)(6) result. The sample was repeated two times, both resulting (B)(6). The corrected result was reported to the physician(s). There were no reports of adverse health consequences due to the discordant (B)(6) result.